Event description:
The patient was undergoing a coil embolization procedure using ruby coils. The ruby coil unintentionally detached within the microcatheter while the physician attempted to retract the it. The ruby coil was successfully removed and the procedure continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pusher assembly is fractured approximately 60.0 cm from the proximal end of the wire. The proximal end of the pusher assembly is kinked approximately 1.5, 5.0, and 8.0 cm from the proximal end and approximately 87.0 cm from the distal tip. The pull-wire is completely retracted out of the distal fractured piece of the pusher assembly. The pet lock at the proximal end of the pusher assembly is still intact, indicating that the coil was not detached as intended. The distal detachment tip (ddt) is still attached to the distal tip of the pusher assembly. The proximal constraint ball is not inside the ddt. Conclusion: the complaint has been evaluated. The complaint indicates that the coil detached inside the microcatheter while being retracted. Evaluation of the returned device confirmed unintentional detachment of the coil. Based on the damage to the returned pusher assembly, it appears that the force used during retraction of the coil caused the pusher assembly to kink and fracture. Once the pusher assembly was fractured, the pull-wire retracted from the capture feature in the distal detachment tip (ddt), causing the coil to release and deploy inside the microcatheter during the retraction. The cause of the damage to the pusher assembly could not be determined based on the description of the event or the returned device. This damage was not described in the complaint. Damage to the coil could not be determined as it was not returned for evaluation. In addition, it appears that there was no issue with the microcatheter as it was flushed after the coil was removed and was used successfully for the remainder of the procedure. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.